Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, insulin was observed leaking from the cartridge chamber when the user reached the press-and-hold step; the user removed and inspected the cartridge and stopper, confirmed components were secure, dried the chamber, refilled a new cartridge, and successfully completed the change with no further issues. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included no interruption of insulin therapy after the successful supply change and no medical intervention or hospitalization. Investigation included troubleshooting and user education by support, collection of lot information for the cartridge and luer connector, and verification of component integrity by the user. Investigation of this case revealed no visible damage to the removed cartridge and no recurrence after replacement, suggesting a transient leak at the cartridge-chamber interface of unknown origin. It was concluded that the event was related to a suspected device component leak that resolved with replacement, with no patient harm.